Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the 511sd trocar red button would not remain in activated position. Another trocar was used to complete the case. There was no consequence to the pt.